Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection, erosion was also noted. During the system explant procedure, the right ventricular lead had become stuck in the patient, making it difficult to remove the lead, which prolonged the procedure. It was noted that percutaneous coronary intervention medical tools were utilized to successfully remove the lead. It was also noted that the right atrial lead was explanted, and the right ventricular lead was replaced. No other patient consequences were noted as a result of the event. No further information was reported.